Event description:
(B)(4). Since I have had essure implanted my life has been pure hell. Day in and day out I struggle just to get thru daily things I normally did before essure. These are the following symptoms I have been suffering from since essure was put in: heavy menstrual bleeding passing blood clots fatigue migraines back pains pelvic pain stomach pains low sex drive brain fog bloating breast tenderness weight gain anxiety depression insomnia dizzy spells

Event description:
(B)(4). Resulted in full hysterectomy with bilateral salpingectomy. Uterus was inflamed and endometriosis was found

Event description:
(B)(4). Resulted in having a hysterectomy this coming (B)(6) 2015.